Event description:
Device issue: shaft detachment. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was located in the mid right coronary artery (rca) and a vision stent 3.0 x 15 was being used to treat the lesion. However, upon advancement of the vision stent delivery system (sds) the stent could not be advanced beyond the ostium of the vessel. Upon further manipulation, the stent was advanced very slowly and got stuck. The device was pushed further and the shaft separated into two pieces and the device was removed from the pt with the stent implant still mounted on the sds balloon. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible on the balloon, which is consistent with the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material had separated 101.5 cm proximal to the proximal balloon seal, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The proximal portion of the separation, including the hypotube and hub were not returned. There were two kinks noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, the patient anatomy was heavily tortuous and mildly calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the catheter in the calcified anatomy and further manipulation of the catheter would have contributed to the shaft separating. It was reported the vision sds was pushed further as resistance was encountered, which likely contributed to the shaft to the shaft kinking and ultimately separating. It should be noted in the vision instructions for use (IFU) it states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality of deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.